Event description:
It was reported that the handpiece overheated during routine maintenance testing by the manufacturer. This did not occur during any surgical or medical procedure, so there was no pt involvement. There were no adverse consequences reported.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The investigation confirmed that there was an excessive noise coming from the motor. During the repair, it was also reported that the contact pins in the motor cartridge were burnt and that the handpiece exceeded maximum temperature rise during testing. There were no adverse consequences associated with this event. The ball bearing and mid speed motor in addition to other components were replaced.